Event description:
It was reported to philips that system would not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found that the mains power distribution unit (mpd control unit) was defective. The defective mpd control unit was returned to analysis, and during the visual inspection the engineer found burns and heat spots on the part. To resolve the reported issue, the fse replaced the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.